Manufacturer narrative:
A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having muscle spasms at the ipg site. The physician assessed the spasms to be normal procedural pain and prescribed lidoderm patches. The patient is reportedly doing fine and no further action will be taken.